Manufacturer narrative:
No analysis or conclusion can be established because no sample or lot number have been provided for investigation. The sample is expected to be returned but has not yet been received at the manufacturing plant for investigation. If the sample is received and significant information is identified during the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that a 8fen split at the connector site and connected from the patient during use. Replacement of the tube was required. The tube was replaced without incident.